Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. However, based on review of event logs replaced the external interface pcb. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system has intermittent communication errors. There was no report of patient injury.